Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient ((B)(6)) fell at home and subsequently experienced pain at the implantable neurostimulator site. Surgical intervention was undertaken on (B)(6) 2016 and the physician placed the implantable neurostimulator deeper in the pocket. The physician also explanted and replaced a lead (reference MFR report: 3008829311-2016-00040). Following the procedure the pain appears to have resolved.